Event description:
The customer reported that a files system corrupted error message was displayed on the system and it would not complete the boot up process. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was tested and found to be working as intended and put back into service.